Manufacturer narrative:
The reported complaint is not confirmed. A complaint sample has not been received for evaluation. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. The manufacturer production records were reviewed and all lot release criterion were met. No further analysis/investigation required.

Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 100cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment on another machine. The sample is not available for the manufacturer's evaluation.